Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome. It was also reported that the right atrial (ra) lead was pulled back and exhibited high thresholds and high impedance. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.